Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 480.3 mcg/day) via an implantable infusion pump. It was reported that the patient was having a pocket revision because the hcp believed the patient's pump had flipped. The caller didn't know how that was diagnosed or when. The hcp was not going to revise the catheter if they were able to successfully aspirate the catheter during the revision. No further complications were reported.